Manufacturer narrative:
(B)(4). Reviews of the lot history record and complaint history of the reported lot could not be conducted because the device as inadvertently discarded prior to evaluation and the lot number was no longer available. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was returned for analysis; however, it was inadvertently discarded at the manufacturing facility prior to evaluation. It was reported that during device insertion into the vessel over a guide wire, resistance was felt. The operator did not feel comfortable completing device positioning and removed the device. Resistance felt during the positioning of a device may be due to but not limited to manufacturing, operator deployment technique, or patient anatomical conditions. During the manufacturing process, the travel path of the guide wire is verified twice to be smooth and to completely traverse the guide wire. The final verification occurs at final inspection of the device just prior to packaging. The hydrophilic coating on the outside of the sheath provides a surface to allow smooth flow of sheath through the tissue. The coating is inspected on every sheath ensuring complete outer coverage as part of the final inspection process. The instructions for use state to not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. The operator was trained in the use of the proglide device, followed the instruction, and withdrew the device. There is no indication of operator deployment technique influence. Difficult sheath insertion can be influenced by anatomical conditions such as a tight tissue tract, an obese patient, heavily scarred patient tissue, and/or a tortuous path. The patient was reported to have a moderately scarred access/groin site without calcification or tortuosity. The scar tissue may have interacted with the sheath providing the resistance observed during insertion, but this cannot be confirmed. A search of the lot history record for the reported lot revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. A query of the complaint-handling database was performed and there has been no other incidents reported for no marking. All products are subject to an inspection by manufacturing. In addition, a quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that after a diagnostic percutaneous catheterization through a 6f procedural sheath, arteriotomy closure was attempted of a moderately scarred common femoral artery with a perclose proglide device. Reportedly, during device insertion over a guide wire, resistance was felt. The operator did not feel comfortable completing device positioning. The device was removed and a non-abbott closure device was used to achieve hemostasis. There were no reported adverse patient sequelae. The operator was reportedly trained in the use of the perclose proglide device. No additional information was provided.